Event description:
It was reported by the perfusionist (ccp) that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was faulty. The system would go off intermittently when there was no obvious air in the line. The device was not changed out, the case was run without the abd. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the data log analysis on 10/29/2014, there were eight air bubble detected alarms. Many of them occurred as soon as the abd was turned on.